Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis indicated that removal difficulty allegation was confirmed. The lead insulation torn apart and coils stretched. Furthermore, the erosion allegation was not confirmed. Visual inspection revealed outer insulation approximately seven to eight centimeters from terminal pin abraded through and exposing outer coils. Also, the abrasion appeared smooth and a bit spiral.

Event description:
Boston scientific received information that upon extraction of this right atrial (ra) lead, removal difficulty was encountered and erosion was noted. This ra lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that upon extraction of this right atrial (ra) lead, removal difficulty was encountered and erosion was noted. This ra lead was explanted. No additional adverse patient effects were reported.